Event description:
The user facility reported that an external blood leak occurred during treatment. The estimated blood loss was approx 2 or 3 ml. The blood flow rate was 500, dialysate flow rate was 700. It was noted that a few drops of blood were observed under the dialyzer threads. There were no defects were observed in the dialyzer. The pt did not suffer any adverse effect as a result. No sample available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.